Event description:
A caller reported that the t:slim x2 pump battery would not charge despite attempting various troubleshooting steps, including using different wall adapters and charging cables, with no success. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.